Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had to be explanted due to unspecified reasons. Nine months later a revision surgery was performed to implant a new device. During procedure, scar tissue was found in the corpora. No further details were provided.